Event description:
The customer reported the system is displaying a high ma error and the hand switch is not working. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator driver board, high voltage cable, and backplane. System operates as intended. (B) (4).